Event description:
Taxus express2 clinical study. It was reported that after a coronary artery stenting procedure, the pt experienced angina. The lesion being treated was a 2.72mm, 90% stenosed, 19.mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a 3.00x16mm taxus express2 study stent at maximum 16 atm. Post-dilatation and ivus was not performed. The stent was successfully positioned and expanded. Post-procedural visual eval: 0% diameter stenosis. The pt discharged 10 days later on plavix and aspirin. Two hundred and fifty eight days after the index procedure, stable angina (ccc class: I) was confirmed. This was treated with medication. Thirty one days later, 9-month follow-up eval was performed and 50% stenosis was discovered. At the 12 month eval, there were no problems on angina reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues for discrepancies were found and met specifications. The most probable root cause is operational contex as device performance was limited, due to anatomical procedural factors.